Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A procurement staff reported that a knife became blunt at the beginning of cataract surgery. An alternate knife was obtained in order to continue the procedure. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
One knife sample was received by manufacturing, in an opened blister package. The returned open sample was examined per facility procedure and determined to be visually nonconforming due to the blade was severely bent and several damage marks were noted on the cutting edges of both sides of the blade. Due to the condition of the product, improper product handling is suspected. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates no additional complaint associated with this cutting instrument lot. Severe damage to the blade like that observed on the returned sample can result in a complaint as described by the customer. How or when the blade became severely damaged cannot be specifically determined. The damage to the cutting edges of the returned sample is consistent with damage that can occur when the blade contacts a hard surface. Some potential causes could be reuse, improper handling, contact with the blade protector when removing and returning the blade from the tray or from contact with another instrument during surgery or set-up. Due to the condition of the product, improper product handling is suspected. The severely bent blade appears to indicate that the product may have been dropped. (B)(4).